Event description:
(B)(6): omny-ire study: during mapping, there was no tension on the deflection curve. The device deficiency did not lead to an adverse event. In the opinion of the investigator, the device deficiency could not have led to a sade or usade. The device was returned to the sponsor. The patient is a 68-year-old, male, weighing 182 pounds. (B)(6) 2024: patient was presented to an index procedure, ablation with pulsed field energy, using the omnypulse catheter. During the mapping of patient (B)(6) on (B)(6) 2024, it was observed that there was no tension on the deflection curve of the sheath. The sheath lot number is eg-09740. Please note the device deficiency is not associated to any adverse event, and it has been returned to the sponsor for investigation. Only one device, the omnypulse catheter was inserted through the sheath at the time of the event. There was no medical or surgical intervention. The procedure started at 11:36am and finished at 13:29pm, procedure was delayed for approximately 2-hours. The delay for the deficiency was not noted, but there are always some delays when a deficiency occurs, since the devices needs to be replaced by one that works. The procedure was completed successfully by replacing the device with a new one. Device is expected to return for evaluation.

Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up will be submitted as soon as the investigation is complete. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Manufacturer narrative:
The following sections were updated in follow-up 2: b4, b5, g3, h2, and h11. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
In the event description of the original medwatch report, the manufacturer had inadvertently reported there was a procedure delay of approximately 2-hours; this was reported incorrectly. This information, has been removed from this event.

Manufacturer narrative:
One 10f guidestar steerable guiding sheath was returned without the dilator. There were no other accessories. No visible blood was found on or inside the sheath. According to the event description summary, during the procedure, there was no tension on the deflection curve. Upon evaluation of the returned product, it was found that sheath would fully and smoothly deflect on both sides and remained in place without losing the curve. The sheath was x-rayed through distal tip. It was found that the anchor ring remained in its original intended position and the pullwires were still attached without any damage. The sheath was then x-rayed through the handle. The coining rings were attached to both distal and proximal pullwires as intended. Per qa procedure destino steerable guiding sheath in-process and final inspection deflection test: · perform deflection test according to procedure. The deflection test is performed by manufacturing personnel at 100% and inspected by quality assurance personnel through aql as established. It also verifies the length of the curve. · using the deflection inspection fixture, verify the centerline of the sheath meets the applicable deflection criteria. Before to starting to deflect the unit please ensure that the distal tip of the sheath is aligned with the distal engraved line of the template. · for bidirectional models, deflect the device until the curve falls within the applicable deflection template. Verify the deflection to be 170° (nominal 180° - 10°) in both (opposing) directions from the straight position of the sheath distal tip by sweeping the full template. The instructions for use (IFU) informs the user: · verify deflecting and straightening of the distal section of the steerable sheath using the handle of the sheath. Refer to "deflecting and straightening the steerable sheath" for instructions. · twist the deflection collar slowly and carefully to deflect the distal tip. Caution: the sheath will deflect at the speed which the deflection collar is turned. Avoid rapid deflection that may cause vessel damage. When the desired deflection point or site access is achieved, stop turning the deflection collar. · caution: to ensure retention of the desired deflection position(s), avoid contact with the deflection collar that may cause the sheath to change deflection shape. Do not deflect the sheath with dilator or with the device inserted. · caution: when in the deflected position, the steerable guiding sheath should not be rotated while encountering resistance since that could severely damage the vessel, heart chamber, or anatomy of the patient. Returned device analysis revealed the sheath was within manufacturing specifications. When the sheath was tested, it deflected fully and smoothly in both directions and the curve remained in place. The deflection test is performed by manufacturing personnel at 100% and inspected by quality assurance personnel at an aql level. According to the device history records, the steerable guiding sheath passed all in-process and qa final inspection steps before shipping to the customer including visual, dimensional, and mechanical testing. No manufacturing defects were found. In conclusion, based on the information available at this time it cannot be confirmed that the product failed to meet requirements. Oscor inc. Will continue to monitor this event type and risk. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.